Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette reagent in row 7 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-03187-07.